Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the preparation, while preforming the first established final arm angle (efaa) testing the mitraclip was opened to more than 30 degrees. It was confirmed that the clip was locked. Troubleshooting steps were performed by rechecking the efaa and relocking it, but it was unsuccessful. It was replaced with the new mitraclip. All steps were performed as per IFU. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the preparation, while preforming the first established final arm angle (efaa) testing the mitraclip was opened to more than 30 degrees. It was confirmed that the clip was locked. Troubleshooting steps were performed by rechecking the efaa and relocking it, but it was unsuccessful. It was replaced with the new mitraclip. All steps were performed as per IFU. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.